Event description:
It was reported that a vns pt experienced inconsistent stimulation along with having an increase in seizure frequency in the past 3 months due to unk reason. A battery life calculation was performed by the manufacturer as the physician believed the battery was near end of service and revealed the end of service condition had not been met. At the moment good faith attempts to obtain additional info from the treating neurologist regarding the cause of the increase in seizure frequency have been unsuccessful to date. Revision surgery is likely at the moment.